Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat osteoarthritis. Intraoperatively, the surgeon identified medial compartment arthritic changes. The surgeon notes the patient has a history of tibial plateau fracture. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain secondary to tibial tray loosening. Upon entering the joint, the surgeon excised scar tissue and performed a complete synovectomy. The tibial tray was loosened at the cement to implant interface and easily removed. The femoral component and patella were well fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received an attune revision tray and stem utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2020, right knee.